Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported that the ventilator alarmed with check vent battery failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) this is a part contract only customer. Replacement battery was sent to customer to address the reported issue.